Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture. The lead was oversensing and triggered a lead integrity alert (lia) due to sensing integrity counter (sic) and non-sustained ventricular tachycardia. In addition, the lead has undefined high pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.